Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-05474. It was reported that both of patient¿s bilateral s1 leads had migrated out of epidural space. Surgical intervention was undertaken wherein the left s1 lead was repositioned, the right s1 lead was explanted and two new drg leads were placed to improve coverage. Effective therapy was restored.